Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection -states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the angulation directions/knob play/bending angles fail due to a dent on bending tube, bending angle in up direction exceeds the standard value, with damage or deformation of parts found. Additionally, the air water cylinder has no color, the scope cylinder had no color, the switch box had a scratch, the scope connector case unit had a scratch, due to a dent on the bending tube, the bending angle in the up direction exceeded the standard value, the connector cover had a scratch, the connecting tube had a cut, the universal cord had a peeling coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope¿s bowden cable was torn "up" and didn't work. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.